Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio plans to replace the system board to resolve the reported issue. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off. There was no patient involvement reported with the event.